Event description:
Reportable based on device analysis completed on 29-aug-2018. It was reported that the coil became stuck in the catheter. The target lesion was located in the moderately tortuous and mildly calcified vessel. A 10mm/ 25cm interlock-35 was selected for use. During procedure, after bypass was completed, viahbahn was placed. Blood flowed in the brachiocephalic aneurysm, so coiling was started around the viahbahn and into the aneurysm. After placing 3 coils (20mm, 18mm and 15mm interlock), this 10mm coil was tried to place; however, the coil became stuck in the distal part of the 0.038 non-bsc catheter. The coil was then removed from the patient's body together with the catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil interlocking arm was detached from the rest of the coil and not returned. The device was returned for analysis. The unit returned has coil unraveled, as part of overall visual revision. Visual inspection was performed and observed that only a coil was returned. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. Dimensional inspection of the coil dimensions that could be measured were performed and were within specifications.